Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. Updated: b4, b5, d1, d2, d4, d10, g4, h2, h3 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h2, h3, h4, h6 reported event was confirmed by visual inspection of device. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. One taper adaptor removal assembly were returned and evaluated. Upon visual inspection the lower side of the device body has fractured in two places. The threaded shaft has fractured inside of the threaded portion and the tip of the threaded shaft shows indentations. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a right hip revision magnum taper removal tool was being used per protocol and after trying to remove the magnum taper from a hip stem the removal tool broke. Further, more invasive, surgery steps were required in order to remove stem from patient. No additional information is available.